Event description:
During esophagogastroduodenoscopy (egd) procedure following the removal of the stomach biopsy, the patient suffered a significant bleed. The physician administered epinephrin, dose not disclosed, to control the bleeding. The patient was reported to be "fine".

Manufacturer narrative:
The lot number of the suspect device is unknown; therefore, the manufacture and expiration dates cannot be determined. No allegation of device malfunction or nonconformance. The suspect device has been disposed. A ship history review identified the batches that were supplied to the user facility prior to the reported event. A device history record review on the three batches found no deviations related to the reported event. A review of the labeling found that bleeding is noted as a potential complication associated with such procedures. As there is no indication of any device malfunction or non conformance having caused or contributed to the bleed, and this is noted in the directions for use as a potential complication, it was determined that this event was an anticipated procedural complication.